Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition in this pacemaker-dependent patient. The noise could not be reproduced. A guidant technical services consultant discussed a possible loose setscrew or the high voltage leads being reversed in the device header. The patient reported feeling faint during these episodes but was not syncopal.